Event description:
The user facility reported a patient of unknow age and gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a decrease in purge flow coinciding with an increased purge pressure during impella support. The pump was removed and replaced to address the issue. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The cause of the high purge pressure was most likely biomaterial buildup in the motor. This report is being filed as part of a retrospective review of historical records.